Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the upon removing the 3.5x48mm xience skypoint stent delivery system (sds) from the packaging, the stent was not on the balloon of the delivery system. Therefore, sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported device dislodgement was confirmed. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Analysis of the returned stent delivery system (sds) confirmed the stent was not present on the balloon. Crimp marks were present on the balloon between the markers, this indicates the stent was initially crimped correctly. Factors that may contribute to a stent dislodgement during unpacking include, but are not limited to, inadequate ring gap, stent retention, unstable material, or inadvertent mishandling during sheath/stylet removal. In this case, the stent was not returned for examination; therefore, a conclusive cause for the stent dislodgement cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.